Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. The patient described the area as a bleeding, broken, itchy, and stinging skin irritation with a sharp pain. There was no alleged device malfunction contributing to the irritation. The patient is a doctor and applied gold bond lotion for the skin irritation. The outcome of the skin irritation is unknown.